Manufacturer narrative:
The returned device was evaluated and the pod was received with cannula not deployed. Pod download data showed that it completed first and second priming. Timeouts and drive stall were observed in the download data. Drive stall occurred towards the end of pod operation, that contributed to failure in deploying needle, even after completing the second priming. During pod rerun, timeouts got replicated. The actual cause of the timeouts and drive stall could not be determined. Bottom and middle batteries were measured to be lower than the expected normal voltage. Shelf mode current was found to be higher than the specification limit, that contributed to low battery power. No damages were observed in the pcb assembly that would contribute to high shelf mode current. It could not be conclusively determined if it linked to the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn. As treatment, the patient applied a new pod.